Manufacturer narrative:
Patient code 3191 captures the additional surgical procedure that was performed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported oversensing and high pacing impedances. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that the non-boston scientific right ventricular (rv) was surgically abandoned and the pulse generator was explanted because of high impedance and oversensing. A defibrillator system was implanted. There was no pacing inhibition, and the patient was not pacing dependent. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non-boston scientific right ventricular (rv) lead was surgically abandoned and the pulse generator was explanted because of high impedance and oversensing. A defibrillator system was implanted. There was no pacing inhibition, and the patient was not pacing dependent. No additional adverse patient effects were reported.